Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The total number of determinations was low, and specificity could not be calculated. The devices used (cobas e 411 and cobas e 601) are comparable in terms of sample measurement technology, and the same assay formulation was utilized. A difference in results between the two analyzers was deemed unlikely. The root cause of the false reactive results could not be determined but was considered unlikely to be instrument-related. The device remains in operation at the customer site, and recommendations were provided to re-determine initially reactive or borderline samples in duplicate and to monitor for any recurrence of the issue.

Event description:
The initial reporter alleged an increase in false reactive patient sample results with the hiv combi pt elecsys cobas e 100 v2 assay after transitioning from the cobas e 411 analyzer to the cobas 6000 e601 module. The customer reported approximately one false reactive result in 44 determinations on the cobas 6000 e601 module. No false reactive results were reported when using the cobas e 411 analyzer with the same assay. The total number of determinations was noted to be low, and specificity could not be calculated based on the available data.